Event description:
Was implanted (B)(6) of 2014 and immediately started developing horrible symptoms: weight gain, bloating, fatigue worsening high blood sugars, pelvic pain, painful intercourse, nausea, vomiting, miscarried twice.